Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: lead. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: programmer, patient. (B)(4).

Event description:
The health care professional reported that the patient was having an MRI for new back and leg pain, and had an MRI of his knee four weeks ago, which was fine. It was reported that the patient had the ins removed because it was not working, which was confirmed by x-ray. Follow-up is being conducted to determine cause of the event and any troubleshooting performed. If received, a supplemental report will be submitted. Indication for use included failed back surgery syndrome.